Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the device was used for billroth-I. The anvil was put on the duodenum and the device body was put on the stomach. The adjusting knob could not be rotated on the way of the closing. The anvil was not removed and another new device body was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.